Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included underweight. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral) removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal infection, bladder disorder, urinary tract disorder, fatigue and nausea outcome was unknown and the abdominal pain, dyspareunia, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, heavy menstrual bleeding, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes. Discrepancy noted in date of insertion (B)(6) 2013 (summons), (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Current weight 110 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'). In an adult female patient who had essure (batch no. 958704), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). And fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral) removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal infection, bladder disorder, urinary tract disorder, fatigue and nausea outcome was unknown. And the abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding). Perforation: fallopian tubes. Discrepancy noted, in date of insertion: (B)(6) 2013 (summons), (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020, pfs received: event vaginal infection added and onset date added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, nausea and abdominal pain lower outcome was unknown and the dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes. Discrepancy noted in date of insertion (B)(6) 2013 (summons), (B)(6) 2013 (summons) and (B)(6) 2013 (pfs) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes. Discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation: fallopian tubes, dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, nausea and abdominal pain lower outcome was unknown and the dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes. Discrepancy noted in date of insertion (B)(6) 2013 (summons), (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received lot number was added. Events " abnormal bleeding (vaginal), nausea, dysmenorrhea (cramping), fatigue, lower abdomen pain" were added. Outcome of events " dyspareunia, bleeding and abdominal pain" were updated as recovered. Reporter information, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.